Event description:
On (B)(6) 2025 the user reported that they experienced hyperglycemia with a blood glucose of 338 mg/dl. There was no further information provided by the end-user, and there was no report of emergency medical services or hospitalization was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.